Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose levels remained elevated (300s mg/dl). Elevated levels were treated with manual injections. System check was performed with tandem technical support found no issue that would have caused or contributed to the reported issue. Customer indicated that cartridges were being changed every three days. Recommendation was made to remove and replace the infusion site but customer declined.